Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving 20 mg/ml of hydromorphone and 20 mg/ml of bupivacaine via an implantable pump for non-malignant pain and failed back surgery syndrome. On 2020-dec-14, it was reported that the patient's pump went empty in (B)(6) 2020 since they moved and were not able to find a managing hcp.